Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins). The patient reported that his body rejected the interstim device. After it was implanted, he got an infection that he was not able to get rid of, so it had to be removed. No further complications were reported or are anticipated.